Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the cases were broken but could not confirm that there was an error code. Analysis did find that the side bail covers, side bails, ring cover and ring bail were missing, that the serial label number was torn, the battery release and battery flex were contaminated, the battery contacts were compressed, the battery drawer was broken and the keyboard scratched. (B)(4).

Event description:
It was reported that the external pulse generator had a cracked case and an error code. It was further requested that the generator receive a test and calibration procedure. The generator was returned for service. There was no patient involvement.